Manufacturer narrative:
MFR reference # (B)(4). H3 other text : placeholder.

Manufacturer narrative:
The publication date was used as the date of the event as the exact date of the event(s) is unknown. The devices are not available for evaluation; therefore testing on the actual products could not be performed. Device identifiers were not provided; therefore, the device history records for the devices could not be reviewed. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU states that the safety and effectiveness of the istent® trabecular micro-bypass stent has not been established in patients with more than a single stent implanted. MFR reference # (B)(4).

Event description:
The following was reported through a review of an article titled "effect of topical corticosteroids on early postoperative intraocular pressure following combined cataract and trabecular microbypass surgery". Two (2) gts100 istents were implanted following phacoemulsification and iol placement. Reportedly, over the course of one (1) year, the steroid group had a total of eighteen (18) iop spikes compared with eleven (11) in the nonsteroid group. At one (1) week postop, there was a significantly higher number of iop spikes in the steroid group (n=9) compared with the non steroid group (n=2). Most postop iop spikes (86%) were found within the first three (3) weeks after surgery, which subsequently required seven (7) patients from each group to receive anterior chamber (ac) tap to alleviate high iop.